Manufacturer narrative:
One device has returned for evaluation. The device was visually examined and the tip was found to be disconnected from the body of the catheter. The root cause was significant force applied to the fusezone junction prior to the tip tubing pulling apart from the remainder of the device. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for the lot number were found.

Event description:
The user reported that the tip of the catheter had separated from the body of the catheter. The tip of the catheter was found in the abdominal aorta and removed from the patient using a snare. No patient injury was reported.